Event description:
N/a.

Manufacturer narrative:
The product was not returned for analysis. The lot history record review and similar complaint review were not performed because this complaint was based on a review article, and no lot information was provided. Based on the limited information provided, the reported device caused damage and single leaflet device attachment (slda) appear to be due to the challenging patient anatomy/procedural circumstances. The reported complete clip detachment (ccd) appears to be a cascading event of the device damaged by another device. The reported poor image resolution was due to the challenging patient anatomy. The reported patient effect of mitral regurgitation (mr) and embolism are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Mr was due to the slda and embolism was due to the device damaged by another device. The hospitalization, medical intervention, surgical intervention, and foreign body removal appear to be due to case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
This is filed to report single leaflet device attachment/slda, damage by another device, prolonged hospitalization, recurrent mitral regurgitation, surgical intervention, and medical intervention. It was reported through a research article that this was mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted severe left ventricle dysfunction, dilated cardiomyopathy, implanted defibrillator, and severe heart failure. Additionally, the patient presented with severe tethering, chordal tension, and cardiac rotation that resulted in poor quality imaging. An xtw clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip then became detached from one leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda). An attempt was made to treat the slda with a second xtw clip. The second cds was advanced to the mitral valve, and the clip was deployed; however, a chordal rupture occurred. Reportedly, the second clip inadvertently came in contact with the slda clip which caused the slda to increase mobility. Due to the increase of mobility with the slda clip, the second clip was not close enough to the slda clip to stabilize. The slda and chordal rupture was left untreated. Two clips were implanted, reducing mr. The next day, the slda clip became fully detached from both leaflets and embolized into the posterolateral wall, increasing mr to 4. The patient remained hospitalized. On the second day, an attempt was made to snare the embolized clip. After two failed snaring attempts, the clip was finally retrieved through surgery. On the third day, the patient refused further treatment and was discharged. A six month follow-up revealed no re-hospitalization and mr is still 4. No other information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip reported is captured under separate medwatch reports. Article titled: retrograde retrieval of a novel large mitral clip after embolization into the left ventricle.